Event description:
On (B)(6) 2013, the patient underwent a trial procedure. Once the procedure was completed, the patient experienced an anxiety attack. As a result, the lead was removed and the patient was hospitalized (and released days later). Follow-up revealed the patient has a history of experiencing anxiety attacks.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.